Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing, low pacing impedance, loss of sensing, and loss of capture were noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The ra lead will continue to be monitored and the patient was in stable condition.